Event description:
It was reported that the ventilator generated a technical error indicating a failure of the control printed circuit board during start-up. There was no pt involvement. (B)(4).

Manufacturer narrative:
A control printed circuit board has been received for investigation but the investigation has not been performed yet. A supplemental medwatch will be provided when investigation is finished. (B)(4).